Manufacturer narrative:
The pump was received with intermittent button response due to flattened esc and act button dome switch (creased). No unlocked keypad connector. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The pump also passed self test. No unexpected device software error or spi to motor pic communication error alarm anomalies noted. The pump was received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer reported via phone call that insulin pump had device software error and spi to motor pic communication error. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting self test was passed. The customer was advised to revert to the back-up plan. The insulin pump will be returned for analysis.